Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and remained in the pt's knee. The physician inserted the guide wire into the pt. The physician performed intervention on the superficial femoral artery. The physician was removing the guide wire and the distal tip of the guide wire separated and remained inside the pt. The physician then performed a surgical procedure to remove the separated distal tip from the pt; however a small portion still remains in the pt's knee. The pt is reported to be fine.